Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of low 20's mg/dl. The customer was treated by the paramedics for the low blood glucose. The customer was informed that there could be many reasons for low blood glucose. The customer does not remember the time and date of the incident and did not want to trouble shoot the insulin pump because the customer states he has no issues with it. No further information was provided.